Manufacturer narrative:
After investigation, no damages, tears, or leaks were found in the fluid path that would result in fluid leaking from the pod or failure to deliver insulin. The soft cannula was measured to be out of specification, measuring at 1.0485 inches. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose to 25 mmol/l (450 mg/dl). The pod was reportedly leaking while worn on the patient's hip/buttocks for between 36 and 48 hours. As treatment, boluses were delivered and a new pod was applied.